Event description:
During the billiopancreatic diversion with ds procedure the teflon tip had fallen off the instrument and was lying in the pt. The teflon pad was retrieved without incident. Procedure was completed using sutures. There were no pt consequence.